Manufacturer narrative:
The reported event of the atrial setscrew could not be untightened. As received, the device was returned for analysis. The torque wrench was inserted incorrectly into through the septum causing septum punch-outs. These septum punch-outs landed in the setscrew inset which caused the wrench to slip around in the inset causing the wrench to strip the inset. The reported event of the lead would not fully insert due to the setscrew blocking lead insertion is also user related.

Event description:
It was reported, that a patient presented for an implant procedure. During the procedure, it was noted, that the set screw was stripped. The pacemaker was not used. And replaced, during the procedure. The patient was stable throughout.